Manufacturer narrative:
Evaluation summary: the used cartridge was returned. Viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked on the top and has an aneurysm on the right side which has torn. The lens was not returned. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified lens diopter. The lens product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified handpiece and viscoelastic. The cartridge was returned and extensive tip damage was observed. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridge cracked on the right side of the tip when the lens was being injected into the patient's eye. The procedure was completed and the patient is doing well.